Event description:
Patient passed in (B)(6) 2025, reporter was unsure on whether or not patient was on medication at time of passing. (B)(6) does consent to follow up on (B)(6). No additional information provided or available regarding this report.